Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failureadditional text: driveline fracture approx 6 inches from pumpspecific component(s) involved: driveline malfunctionadditional text: driveline fracture approx 6" from pumpother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of driveline; replacement of pumpother intervention :implant device type: both (in the same or visit)malfunction device type: lvad